Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #1 - prostar xl (part# 12322-01, lot# 72041-6h), is being filed under medwatch report# 2953144-2009-00851.

Event description:
Device malfunction: resistance felt advancing onto the guide wire and needles failed to deploy (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician not trained in the use of the prostar xl device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, resistance was felt while back loading the prostar xl device onto the guide wire. The guide wire was removed and prostar xl was advanced into position but deployment of the needles was unsuccessful. A guide was inserted and the prostar xl was removed and a second prostar xl was used with the same results. The second prostar xl was removed and hemostasis was achieved using a third prostar xl device. There were no reported adverse patient effects. No additional information was provided.